Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that he experienced a "meter casing issue" with his onetouch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified date and time in (B)(6) 2011, he "dropped the subject meter on the garage floor and broke into pieces". The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise. The patient claimed that he did not make any changes to his usual diabetes management routine in response to the reported issue or developed any symptoms. The cca was informed by the patient that at an unspecified time in the morning of (B)(6) 2012, during a visit to the doctor's office, he received a blood glucose test only on the clinic's meter (unknown device) and obtained a result of "</=40mg/dl". During troubleshooting, the cca determined that there was evidence of misuse. Replacement products were sent to the patient. Although the patient did not receive any medical treatment after the alleged issue began, this complaint is being reported because, the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.